Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an qdot micro catheter. The patient experienced epigastric discomfort. It was reported that the patient¿s stomach was swollen and he/she had no appetite. The symptoms appeared 2 days after the procedure, and the patient revisited the hospital on (B)(6) 2023 and the symptom was found. Timing was 2 days after the procedure. Gastric tube was inserted and the patient is currently undergoing treatment. Physician's judgment on health hazard was non-serious (moderate/minor). Cf monitoring methods were dashboard; vector and visitag. Coloring settings for visitag was tag index. Causal relationship with the product was unknown. Physician¿s opinion on the relationship between the event and the product was that all ablations to the back of the esophagus were at 90w for 4 sec. There was a comment that high power might not be good for the nervous system. Ablation with 50w for 5 seconds is being considered in the future. There was no abnormality before using the product. Additional information was received. The adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was procedure. Gastric tube was inserted and the patient is currently undergoing treatment. A smarttouch sf catheter was not used.